Event description:
A (B)(6) male patient with some tortuosity underwent initial aaa repair on (B)(6) 2011. The physician placed a zenith flex main body and 2 zenith iliac leg grafts successfully. In 2013, a type ii endoleak from the lumbar was noted on follow up as the aneurysm sack had continued to grow. The physician treated the patient at that time with coil embolization to stop the inflow. This possibly led to endotension which then led to migration of the zenith iliac leg graft by approximately 2mm. The now (B)(6) patient was lost to follow-up until (B)(6) 2015 when it was then noted that one of the zenith iliac leg grafts had pulled out of the main body. On (B)(6) 2015, the physician use another zenith iliac leg graft to bridge the gap. The patient is doing well.

Manufacturer narrative:
The patient presented approximately 4 years post-implantation with an iliac leg graft separation from the main body graft. The separation was repaired with placement of an additional iliac leg graft. No adverse effect to the patient was reported. During investigation, a review of the complaint history, device history record, and instructions for use (IFU) was conducted. Imaging from the case was also provided and reviewed by an expert. The zenith device has completed device control requirements demonstrating that the device meets the predetermined requirements and that the requirements meets the needs ot the user. Specifically, design verification testing included migration resistance testing and radial force testing. The results met the acceptance criteria. The IFU contains instructions for use, warnings and precautions regarding the appropriate method of use. Specifically, it states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." The work order was reviewed, and nothing of note was observed. Imaging was provided and was forwarded for expert clinical review. Two images were provided, one demonstrated a disconnected limb just prior to treatment and the second demonstrated the limb after bridging with a second leg graft. The left limb separation likely occurred as a result of continued large aortic and left common iliac artery aneurysm sac growth and tortuosity treated with a shorter than recommended main body. Based on review of the returned imaging, the main body graft implanted was shorter than recommended. This likely resulted in reduced columnar strength and allowed anterior/posterior plane limb lenghtening. Therefore, the root cause is considered planning/sizing related. The appropriate internal personnel have been notified. Cook will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). The event is currently under investigation.